Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that there was a recharger error. The ins does not charge properly. There were no external factors. Action taken was changing the patient controller and recharger but the issue did not resolve. Surgical intervention was scheduled for (B)(6) 2025. Additional information was received confirming the patient had their ins replaced as planned on (B)(6) 2025.

Manufacturer narrative:
H3 device evaluation: analysis of the implantable neurostimulator (ins) found no significant anomalies. The returned ins passed all testing in the laboratory with no anomalies identified. The ins was found to be functionally okay. H6: please note that method code b17 and result code c20 have been replaced at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that it was tested with another controller and recharger, and it was not possible to charge at any time. Recharging was attempted on all numbers from 1 to 4 and the neurostimulator was not able to be recharged either. Following the ins replacement, the patient had not had any recharging problems again; the issue was totally resolved.